Manufacturer narrative:
The lead was not returned for analysis. However, performance data from the device was collected and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted the rv capture threshold rose from 1.5v on (B)(6) 2015 to greater than 2.5v by (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few days following the implant procedure, the patient experienced chest pain and discomfort and the right ventricular (rv) lead exhibited a pacing failure and high thresholds. An x-ray was carried out, which indicated possibility of rv lead dislodgement, therefore, a repositioning procedure was performed. During the procedure, a perforation and pleural effusion were confirmed and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.